Event description:
On (B)(6) 2021, a device history record review of the activ.a.c.¿ therapy system serial number (B)(6) and associated power switch determined that all end release testing of the product and packaging met specifications. The device and power switch were manufactured according to specifications with no anomalies during the manufacturing process.

Manufacturer narrative:
MDR submitted on 17-dec-2020 noted the following: d4 catalog #:340001. H4 device manufacture date: 01-jul-2014. Correction: d4 catalog #:413904. H4 device manufacture date: 16-sep-2014. Based on the correction and additional device information, kci's assessment remains the same; during the repair process, kci found evidence that the device had a collapsed power switch dome. There is no patient involvement and there is no injury reported to kci associated with this event. Kci is reporting this event found during servicing of the unit as a device malfunction that has the potential to result in injury if the malfunction were to recur.

Manufacturer narrative:
During the repair process, kci found evidence that the device had a collapsed power switch dome. There is no patient involvement and there is no injury reported to kci associated with this event. Kci is reporting this event found during servicing of the unit as a device malfunction that has the potential to result in injury if the malfunction were to recur.

Event description:
On (B)(6) 2020, kci identified the activ.a.c.¿ therapy system had a collapsed power button/switch during the repair process. There is no patient involvement or injury associated with this event.